Event description:
The customer reported a collimator iris problem. The machine was taken out of service.

Manufacturer narrative:
The ge service rep found the customer report to be accurate. He found broken wire in high voltage cable to collimator iris pot. Repaired broken wire tested unit.